Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During the procedure, the newly implanted lead was seen to not pace or sense. Re-positioning was attempted but not successful. The lead was exchanged and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.0cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.